Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had a high blood glucose of 640 mg/dl. There was no bent cannula upon removal of the infusion set. The mother stated she would treat the customer with a manual injection. The drive support cap appeared normal and recessed. The mother stated that the insulin pump had always alarmed no delivery when there was an occlusion and declined further troubleshooting.